Event description:
The surgery center administrator reported that she received a report from the facility of two episodes of "tass" which presented about six days post-op. The pts were referred to a retinal specialist and were treated with intravitral antibiotic. Both pts have responded to the antibiotic treatment.

Manufacturer narrative:
Clinical application support visited the account to review their cleaning and sterilization methods. Suggestions were made to the sterile practices. Also provided various abstracts on the topic.